Event description:
Patient reports severe pain in knee since getting third injection. Followed up with md and the doctor did not have another course of action or plan for patient. Patient states she is almost to the point of disability and cannot walk any longer without using a cane.